Manufacturer narrative:
Initial reporter additional email address: (B)(6). (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the probable root cause for the leakage could be due to valve issue. Rationale: CAPA# (B)(4) has been initiated to address the issue.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: this another complaint regarding venflon pro safety. I had a look at datix and the mhra reports we had so far and compile the information on a spreadsheet for our reference, to keep track on the devices reported along with lot numbers.